Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 223 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
B1, b2, b5, d9, and h1.

Event description:
It was reported that the customer went to the emergency room due to blood glucose level of approximately 300mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent malfunction alarms had occurred. The customer reverted to manual injections for insulin therapy.